Event description:
It was reported that the patient was experiencing discomfort and pain in both legs while charging and when not charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.